Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, integrated electrosurgical unit (iesu) did not indicate the instrument arm number, and cautery instruments were not energizing. The customer reported that none of the cautery was working. Before troubleshooting began, the surgeon converted to an open surgical procedure. After undocking and converting the procedure, the customer performed troubleshooting. The caller connected a bipolar instrument to the universal surgical manipulator 1 (usm 1) and a monopolar instrument to usm 3. The intuitive surgical, inc. (Isi) technical service engineer (tse) asked the caller to observe the instrument arm indicators for monopolar and bipolar energy on the iesu display. The customer reported that question marks were displayed, indicating that the iesu could not detect the instruments attached. The customer replaced and reseated the cords and the issue persisted. Then, the customer power-cycled the iesu and the issue was resolved. After power cycling the iesu, the arm numbers displayed as expected. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse was not able to replicate the issue but replaced the integrated electrosurgical unit (iesu) for customer satisfaction. The system was tested and verified as ready for use. Isi received the iesu part involved with this complaint and completed the device evaluation. The reported failure (monopolar/bipolar not firing) could not be reproduced. The unit energized and cauterized, and all ports recognized instruments. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted the procedure to open after the start of the procedure due to the iesu not functioning.